Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that he took more than usual insulin based on the blood glucose result obtained on the contour next meter and had to go to the hospital. No further information was provided by the customer. The customer was advised to return the device for evaluation.a replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.